Manufacturer narrative:
Initial reporter: additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was leaking. There was patient or clinical injury.